Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One sample was received in used conditions without its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, the water did not pass through the filter. The complaint was confirmed. The root cause was related to the manufacturing process. A quality alert was generated to ensure adherence to manufacturing procedure related to cleaning the excess of solvent before to assemble tube with the component and was communicated with production personnel.

Event description:
Information was received indicating that when priming a smiths medical cadd extension set, the pump alarmed "high pressure" and only half the tubing could be flushed. The issue did not recur after the extension set was changed. There was no patient or clinical injury.